Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). No failure detected and product within specification. The customer reported that an (B)(4) sample was (B)(6) with the cobas ampliprep/cobas amplicor (cap/ca) (B)(4) qualitative test and was target not detected with the cobas ampliprep / cobas taqman (cap/ctm) (B)(4) quantitative test. The sample was then tested with the ctm 48 (B)(4) quantitative test for use with the high pure system and a target not detected result was also obtained. This test uses the same primers as the cap/ctm (B)(4) quantitative test. This indicates the possibility of sequence mismatches or a low viral load. The sample was sequenced and revealed mismatches that affect the cap/ctm (B)(4) quantitative tests and do not affect the (B)(4) test. The (B)(4) results due to sequence mismatches is a known issue with the (B)(4). This is reflected in the package insert which states" though rare, mutations within the highly conserved regions of the viral genome covered by the test's primers and / or probe may result in the under-quantitation of or failure to detect the virus." (B)(4).

Event description:
A customer site in (B)(6) alleged that false target not detected results were generated with the cobas ampliprep / cobas taqman hcv test when compared with previous qualitative results generated with the cobas ampliprep / cobas amplicor hcv test. The customer site reported that in 2010 a patient was repeatedly (B)(6) on the cobas ampliprep / cobas amplicor hcv test, but the (B)(6) quantitative result, generated with the cobas ampliprep / cobas taqman hcv test, was target not detected. The viral load results were not repeated on another quantitative assay platform. The target not detected result was the baseline viral load reported to the clinician. There is no information on further screening or whether treatment was administered to the patient.